Event description:
The customer's nurse stated that the customer was hospitalized due to low blood glucose. The reported blood glucose reading was 56 mg/dl. Troubleshooting was performed and the settings on the insulin pump were correct. The insulin pump passed the prime, lead screw and self tests. It was found that the customer changes her infusion set every three to four days. It was advised that the customer changes her infusion set every two to three days. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.